Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined. However, it is unlikely that damage occurred during the mfg process. (B)(4).

Event description:
A nurse reported that the knives provided in the custom pack looked strange and were not sharp. As a consequence, the blade would not cut during the procedure. Pt impact is unk. Add'l info has been requested.